Event description:
Patient received medication through IV pump. At the end of infusion, patient noted to have empty IV tubing with air close to insertion site. IV pump did not alarm air. Patient assessed by pa, vitals are good. No symptoms of distress. Patient monitored.